Event description:
The customer reported a bluish leak from the coulter lh 750 hematology analyzer while running patient samples. The instrument was generating 'sheath tank not full' errors and generating vote outs for all results when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found a leak at the tubing through pinch valve vl46a. The fse replaced the tubing, which repaired the leak, the errors and the vote outs. The repairs were verified per established procedures. (B)(6).